Manufacturer narrative:
Cec adjudicated that the event is not related to the procedure or therapy but related to device. Cec adjudicated the revascularization procedure is clinically driven and the lesion treated as the target lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the anastomosis was treated with one medtronic standard pta. Approximately 3 months post index procedure, the patient suffered avf stenosis this was treated with pta of the anastomosis . The investigator and safety assessed this event as not related to the index device, procedure or paclitaxel. The patient recovered.